Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a thyroidectomy procedure, several clips did not hold after placing on the vessels. The surgeon used a second device in which the same issue occurred, but he performed the procedure with this device because he had enough clips to finish. There were no adverse consequences for the patient.